Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned procedure was aborted, and the patient was moved to another system to complete the procedure. The philips remote service engineer (rse) checked the system remotely and confirmed the reported problem. The rse guided the customer to restart the system, and after the restart, the issue was resolved. A philips field service engineer (fse) visited the site and found that the issue was due to an x-ray tube rotor issue. The fse solved the issue by replacing the x-ray tube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.